Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) atypical growth was observed by the laboratory personnel. Here was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that growth promotion issues."

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this was a quality control issue. Erroneous results during quality control would be suspected and lead to retesting.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) atypical growth was observed by the laboratory personnel. Here was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that growth promotion issues. "